Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome leg/back. Per caller, pt was admitted to hospital, 2 days after getting spinal cord system (scs) system placed. They want to do t and l-spine scanning but pt has told caller that the leads were removed and only ins remains. Reason for admittance to hospital and removal of leads unknown by caller. Removal of leads has not been substantiated yet. Reviewed they may be able to do full body MRI if system intact and MRI mode shows full body eligibility. If leads were removed, reviewed pt is head only eligible.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 22-jul-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.